Event description:
Received info stating customer received an auto-off alarm. The customer had not interacted with the pump for 12 hrs. Reportedly, there was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u report will be submitted. The t:slim user guide indicates that the auto-ff feature can be set up to 24 hours or off.